Manufacturer narrative:
B:5 additional information received: it was reported, the patient suffered a cerebral infarction. And died at the (B)(6) where they had been transferred to. As per the physician the death was causally related to the procedure. And had an unknown relationship to the device. B:2 updated, h:6 updated, h:1 updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in a patient for the endovascular treatment of an 20mm thoracic aneurysm. Treatment was performed for aneurysms of anastomotic site near bovine carotid artery (bca) after ascending replacement. It was reported that during the index procedure, after the vnmc2828c90tj was implanted in zone 3, the physician then implanted the vnmc3737c90tj in zone 0, which received fenestration. It was reported that the physician was planning to match the fenestration site to the left subclavian artery (lsa), but it was slightly dislodged. Chimney technique was performed to lsa with a non-medtronic device. Final angiogram was performed and a minor leak that seemed to be type ia endoleak like gutter leak was noted. As per the physician, the cause of the event was user error. The treatment method was off-label. It was stated that the fenestration might have been twisted and reloaded.